Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly, there were multiple kinks along the pusher assembly, and the pull wire was still intact with the capture feature inside the distal detachment tip (ddt). The microcatheter had a rotating hemostasis valve on the microcatheter approximately 41.5 cm from the hub, and the microcatheter was ovalized approximately 41.5 cm from the hub. The coil was removed from the microcatheter and was intact. The outer diameter of the coil, pull wire, proximal constraint sphere was measured within specification. The inner diameter of the ddt was also measured and found within specification. Conclusion: the complaint has been evaluated. The complaint indicated that during an attempt to re-sheath the coil and remove it from the patient, the coil got stuck inside a microcatheter with an inner diameter of 0.027". The coil did deploy though the micro catheter with ease, but would not form correctly since it was over sized for the intended vessel. When the physician was re-sheathing the coil once it got near the hub of the micro catheter, the coil became stuck. When the physician pulled the pull wire to try and continue re-sheathing the coil, the coil detached inside the end of the micro catheter. Evaluation of the returned devices revealed that the coil was detached from the pusher assembly and stuck inside the microcatheter. This type of damage typically occurs if the device was improperly handled during use. The microcatheter had a rotating hemostasis valve (rhv) overtightened on the shaft, which resulted in ovalization and caused the inner diameter to be less than 0.027". This damage made it difficult for coil to be retracted out of the microcatheter during re-sheathing, and likely resulted in the coil getting stuck and detaching in the microcatheter. The pet lock and pull wire was still intact on the pusher assembly, indicating that there was no attempt in detaching the coil. These devices are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a pod4 and another manufacturer's microcatheter. The physician deployed the pod4 into the aneurysm, however, it was retracted into the microcatheter due to sizing. Upon removal of the pod4, it became stuck near the hub of the microcatheter due to resistance. The pod4 unintentionally detached inside the hub of the microcatheter while the physician pulled on the pusher wire. The physician removed the microcatheter with the detached pod4 inside and the procedure successfully continued using a new microcatheter and coil. There was no report of an adverse effect on the patient.